Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced infection at the infusion site on (B)(6) 2026. The site of infection was on the leg and was prescribed with ointment. No further information available.